Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolmini applicator to the submental area and may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental on (B)(6) 2020 and (B)(6) 2021 using the coolmini applicator and presented with paradoxical hyperplasia (pah/ph). The patient underwent liposuction and presented with reocurring pah.

Manufacturer narrative:
Additional information: a2, b5, and h6.h11: corrected data: d1, d4, and e1.